Event description:
Consumer states unable to engage wheel locks. Dealer says they are very stiff, he can't get them engaged either. The dealer was called who informed that if he tightens the wheel locks down tight enough to hold the wheel in place the end user is unable to use them and push them in. If the dealer loosens them at all, they will not hold the tire in place. New wheel locks will be installed. No injury.